Manufacturer narrative:
E1: patient city: beringen patient country: switzerland since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that the patient faced an insulin accumulating under the skin event on (B)(6) 2025. Site issue reported: skin irritation/pain/infection. The insertion site was the abdomen. The blood glucose level rose to approximately 10-11 mmol/l. He was instructed on proper aseptic technique, advised to change the product and use a different site. The patient replaced infusion sets and resumed insulin successfully. No further information available.